Event description:
Related manufacturing ref: 2184149-2022-00178, 2184149-2022-00177. During a focal atrial tachycardia procedure, a procedure delay occurred. The tacticath se would not register contact force and another was obtained to resolve the issue. Next, the tactisys would not connect as it was thought to have overheated. The tactisys was replaced and the issue was resolved. Additionally, the ensite precision link provided error messages to ensite precision. It was replaced with a different precision link, which resolved the issue. The procedure was successfully completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported contact force issue and subsequent delay remain unknown.